Event description:
A (B)(6) female underwent novasure endometrial ablation at an outside facility. Two days after procedure, she developed fever, sepsis and was ultimately transferred to our tertiary care facility. She required intubation and continued to be septic despite ICU admission and attempts at stabilization/treatments with antibiotics. She ultimately underwent total abdominal hysterectomy. Pathology report revealed extensive uterine necrosis. She ultimately recovered and was discharged from the hosp after a two week hospitalization.